Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps. Tandem customer technical support educated the customer to follow the proper air removal steps. Customer¿s blood glucose (bg) level was 550 mg/dl. The customer changed pump supplies to resolve the bg level. On 1/25/26 the customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer declined follow-up from tandem technical support to obtain release date. Ultimately, the customer reverted to an alternate method of insulin delivery.